Manufacturer narrative:
(B)(4)..

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values nine days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness and paramedics treated her with IV glucose. The cgm was reading 56 mg/dl and the blood glucose reading was 25 mg/dl. After treatment, the patient was feeling tired and confused and was advised by emergency medical service (ems) to eat and go to bed. There was no documentation of further medical intervention. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.